Event description:
During robotic right colon resection, the stapler would not turn into the correct position for the surgeon to line up anastomosis to fire stapler. Surgeon hand sewed the anastomosis. The reusable robotic stapler device was saved and sent to equipment manager to return to the manufacturer.